Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 360 mg/dl. The customer changed the infusion set several times and was vomiting prior to the event. The doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.